Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 35.5cm was returned in two segments for analysis. Conductor and inner coil damage was noted at 6.0-7.0cm from the suture sleeve tie impression, consistent with clavicle crush. The etfe coating as damaged at this location, consistent with the field observations of low pacing lead impedance and unacceptable threshold.

Event description:
It was reported that when the asymptomatic patient presented to the clinic with low, out-of-range pacing lead impedance, increased capture threshold was observed. A lead fluoro was obtained and subclavian crush damage of the lead was noted. The lead was capped and replaced. The patient did well.